Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-70, serial #: (B)(4), description: linear lead with enhanced stylet, 70cm. Model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. Model #: sc-4316, lot #: 16552650, 16996168, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an explant procedure. It was reported that the pain was not due to the stimulation.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an explant procedure. It was reported that the pain was not due to the stimulation.